Manufacturer narrative:
Additional information: approximately 5 months post index procedure, patient suffered mi. Event treated with hospitalization and beta blocker therapy. The mi occurred in the lad (target vessel). Sponsor assessed the mi event as not related to the anti-platelet medication and possibly related to the device. The investigator assessed the mi as not related to the anti-platelet medication or the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has a history of smoking, hyperlipidemia, hypertension, prior CABG, prior pci and diabetes. Index procedure was prompted by stable angina and positive stress test. During index procedure, a resolute onyx drug eluting stent was implanted in the lad. Approximately 5 months post procedure, suffered unstable angina which was treated with medication. Patient recovered. Cec adjudicated event a non-q wave mi of unknown vessel. Cec assessed event as mi - vessel unknown. Non-critical lesions in multiple vessels. Investigator and sponsor assessed event is not related to device or anti platelet medications.